Event description:
It was reported to st. Jude medical that the device was explanted when the battery voltage was found to be at eol (end of life), 30 months post implant. It was also reported that the pt received 17 high voltage therapies as well as anti-tachycardia pacing the day prior to the explant. It is unk if the therapies were inappropriately delivered.